Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (04) clearlink system luer activated universal vial adapters had broken packaging. The product packaging appeared to be degraded. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual devices were not available; however, a photograph of samples were provided for evaluation. Visual inspection of the photograph identified broken/cracked packaging; the lot # could not be seen to verify the lot reported. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.